Manufacturer narrative:
(B)(4). Device evaluation: the report a blue bullseye was achieved and the catheter was placed successfully but an x-ray determined the catheter tip was 6cm or 3cm too deep was not confirmed by evaluation of the returned sample. The possibility the catheter tip was 6cm or 3cm too deep was confirmed by analysis of patient case data. One sample (unit (B)(4)) was returned for evaluation. The visual evaluation determined the unit was in acceptable condition. For the functional evaluation (B)(4) power-on test was performed. The results of the test were acceptable indicating the unit was functioning as intended. An analysis of (B)(4) saved procedure datasets determined only (B)(4) cases where the data shows the catheter tip may have been placed too deep. In both of those cases the data shows a blue bulls eye (bbe) was achieved but the procedure was continued and ended with an orange symbol. In those two cases it is possible the catheter tip was pushed too far. The data for these two cases suggests the clinician did not follow the IFU for the orange do not enter symbol. The device history record review was performed and no evidence was found to indicate a manufacturing related cause. Use error caused or contributed to this event because it appears the customer did not follow the IFU for the orange do not enter symbol.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the clinician received a blue bullseye and the catheter was placed successfully. The patient needed an x-ray for another reason and they noticed the catheter tip was 3cm too deep. The catheter was pulled back based on the x-ray information and used successfully. There was no patient death or complications reported.